Event description:
It was reported a balloon ruptured on the third inflation at six atmospheres during a pulmonary artery conduit angioplasty procedure of a highly calcified lesion. During withdrawal of the balloon catheter resistance was encountered and a fragment of the balloon material detached and remained in the patient. The patient went to surgery to successfully retrieve the balloon material. The procedure was successfully completed with this unit. The patient's condition is fine. The device was received, evaluated and retained by this manufacturer. The distal tip of the balloon and catheter shaft were detached and not returned for evaluation. The radiopaque marker was also detached. The break point was rough with approximately 4.2cm of proximal balloon attached to the catheter shaft. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface. Follow up also indicated this device was used in a highly calcified lesion. Co believes these factors contributed to this event and does not attribute it to the device. Co directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."